Event description:
It was reported that prior to a biopsy procedure, the device was allegedly firing on it's own. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be not in good condition as the cover latch is too loose and there is a faded label with residue on the cover. Also, sleds and cocking slide are worn and discolored and sled indicator red piece seems faded. The device was functionally tested and failed the test as cannula sled would not latch due to latch plate was sticky and the levers/springs were not moving correctly identified upon disassembly. Furthermore, outdated sequencer weldment assembly was found on the unit. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported device is firing on its own, the investigation is determined to be confirmed for the identified cannula sled would not latch, the investigation is determined to be confirmed for the identified cover latch is too loose and the investigation is determined to be confirmed for the identified sleds and cocking slide are worn. The root cause for reported device is firing on its own issue cannot be determined as the device could not be tested. The root cause for identified cannula sled would not latch issue is determined to be latch plate was sticky and the levers/springs were not moving correctly identified upon disassembly. During evaluation, the identified outdated sequencer weldment assembly is likely contribute to the identified prime issue. The root cause for identified cover latch is too loose issue is unknown. The root cause for identified sleds and cocking slide are worn issue is unknown. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiration date: 01/2024), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly firing on it's own. There was no patient contact.